Event description:
The patient¿s mother reported that the patient¿s blood glucose level increased to 25 mmol/l (450 mg/dl) while wearing the pod for approximately 36 to 48 hours. She noted that the pod was leaking insulin, which prompted its removal. Upon removal of the pod from the infusion site (abdomen), the pod's cannula was found bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.